Event description:
Reported via clinical study it was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro laa closure device was successfully implanted. The patient passed away on (B)(6) 2025 confirmed by obituary results found through a google search. The cause of death is unknown. It was further reported that the cause of death was because of a severe dislocated cervical fracture due to a motor vehicle accident (mva).

Manufacturer narrative:
B5 describe event or problem: updated with additional information received. H6 impact code: updated from f02 death to f26 no health consequences or impact.

Event description:
Reported via clinical study. It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro laa closure device was successfully implanted. The patient passed away on (B)(6) 2025 confirmed by obituary results found through a google search. The cause of death is unknown.